Manufacturer narrative:
During pre-repair assessment performed by technician, technician found damaged blades was found due to normal wear.

Event description:
Device was returned for repair the rotational speed was too low and too noisy, the blades were broken and the hose needed replacing. During the repair the engine was revised and the hose was replaced.